Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage and death are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The next day post procedure, a symptomatic intracranial hemorrhage (ich) occurred, which led to the patient death 11 days post procedure. There was no treatment provided. The event was reported as not related to the device but related to the procedure.

Event description:
The patient underwent successful mechanical thrombectomy of the left m1 middle cerebral artery (mca) occlusion with the subject retrieval device. Complete revascularization of the left mca was achieved with a thrombolysis in cerebral infarction (tici) score of 2b. The next day post procedure, a symptomatic intracranial hemorrhage (ich) occurred, which led to the patient death 11 days post procedure. There was no treatment provided. The event was reported as not related to the device but related to the procedure.